Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 26mm amplatzer septal occluder was implanted using an 10 f amplatzer trevisio delivery system. The patient is experiencing a persistent allergic reaction of unknown characteristics. The implanting physician did not know when the symptoms began but indicated that he was contacted several weeks after the symptoms had initiated. The patient is currently undergoing evaluation by an allergist/immunologist to determine whether the reaction may be related to metal or nickel sensitivity. The implanting physician is not aware of any results from the allergist and is not privy to additional information regarding potential metal or nickel allergy testing. There were no reports of anaphylactic shock; the implanting physician only described the reaction as ¿systemic.¿ the specific symptoms experienced by the patient were not known to the implanting physician. He was only informed that the patient was experiencing systemic reactions. No issues were observed during the implant procedure. No implant complications were reported at the time of the procedure. Additionally, there were no allegations of device malfunction or procedural concerns. It was also reported that there were no other known procedural objects that could have caused this event. The implanting physician reported that the patient remains stable and continues to be under the care of an allergist for further evaluation.

Manufacturer narrative:
An apparent adverse event without identified device or use problem was reported with hypersensitivity/allergic reaction. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information and medical review, the cause for the reported hypersensitivity/allergic reaction could not be determined. A serious injury/illness/impairment was likely a result of case specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.